Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the cause of the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited unsupported connection to the scope and had no image. The issue was identified during a diagnostic colonoscopy procedure. This resulted in brief procedural delay. There were no reports of patient harm.